Event description:
It was reported to baxter (B)(4) of a vialmate in which a piece of the membrane had been cut out and got into the solution. Solutions were not given to any patient. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of vialmate in which a piece of the membrane had been cut out from the membrane and gotten into the solution was confirmed during sample evaluation. Eleven actual samples were available at the plant for evaluation. Vialmates were attached with a vial and a viaflo bag. Vialmates were unlocked. Visual inspection revealed a tiny part of the vial's rubber in the vial. Vialmates were dismantled to be further investigated. Vialmate showed no non-conformities. Inspection on the vials revealed that the rubber had been pierced more than once, thus detaching part of the rubber into solution. The vialmates were activated with new vials. No damage was observed on the rubber and no particles were visible in the vials. The assignable root cause of the reported condition is due to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.